Manufacturer narrative:
This was not a product problem. This was user error. Filing due to injuries sustained from alleged incident.

Event description:
Alleges user was on a hill and got stuck in mud. Tires started spinning, so he put chair in freewheel and it rolled down the hill and chair flipped over.